Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and her glucose levels were 420 mg/dl at time of call. It was reported that the customer treated with manual injection, but the insulin did not have any effect. Troubleshooting was performed and the insulin pump passed the required tests. No further information was provided.